Event description:
The customer returned the device reporting the rubber hose was worn. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to synthes ous service and repair files legacy review/remediation protocol-complaint handling and MDR reporting. Device listed in this report is used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. During pre-repair assessment performed by a technician, functional testing was performed and revealed the rotational speed was low, the device ran when the safety was on, the cutter got stuck, the housing was loose, and the device failed the noise test. An assignable root cause is undetermined. The device was repaired and returned to the customer.